Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite attempts with multiple programmers. The device was confirmed to have exhibited premature battery depletion resulting in a subsequent replacement. This device remains at the healthcare facility. No additional adverse patient effects were reported.